Event description:
A malfunction was reported on a pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer had not reported or reset the pump for this malfunction in the past 24 hours. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was able to continue using the pump and was advised to contact support if the problem arose again.